Event description:
It was reported that the patient presented two weeks post implant after discharge for chest x-ray. It was observed the right atrial (ra) lead was dislodged and the right ventricular (rv) lead slack was withdrawn. The patient was scheduled for lead revision where fluoroscopy confirmed the dislocation of both lead from their initial positions. Each lead was explanted and replaced. However, the new right ra lead fell several times after being fixed in position. A second replacement ra lead was used to complete the procedure. The patient was stable throughout and was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: b5.